Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. The device history review could not be performed as the lot number provided does not match to the product code reported on the complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that (B)(6) 2020 when the suture device is sutured to the skin, the handle cannot rebound, the nails are not flat, and the skin cannot be sutured. The new disposable skin stapler sutured the skin, and the patient's operation proceeded.